Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted a technical service representative (tsr) regarding system error 2240 that occurred on the homechoice machine. The tsr assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. There was no serious injury or medical intervention associated with this event. No additional information is available.